Event description:
It was reported that the patient underwent a system implant on (B)(6) 2013. At the time of discharge, the patient complained of chest pain and a small pericardial effusion was observed. On (B)(6) 2013 the patient presented to the emergency room due to continued chest pain and a productive cough. An echocardiogram revealed pericardial effusion without physiology tamponade. No intervention was performed. On (B)(6) 2013 an echocardiogram showed no effusion. The issue had resolved on its own. The patient would be monitored.

Manufacturer narrative:
No intervention was required.